Manufacturer narrative:
(B)(6). The actual sample was not available; however, a photograph of the sample was provided for evaluation. Their visual inspection observed the reported leakage from the access pod. The reported condition was verified. The cause is a supplier issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m60, an external blood leak was observed on the outside of the sensor. A \self-test failed code 1 alarm was generated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.